Event description:
It was reported that during a thoracoscopy procedure, when the first device was closed on the pulmonary artery and an attempt was made to fire, the device jammed. The device cut and but no staples were deployed. The surgeon changed to a new instrument. When the second device was closed on the pulmonary artery and an attempt was made to fire the device, the grey handle broke. A third instrument was opened and worked fine. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4) (B) (4). Information anticipated, but unavailable at this time.